Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device was damaged and not functioning properly with an above-specification temperature and vibration. This was attributed to normal wear. Various parts were replaced. Device was repaired and returned to the customer.

Event description:
It was reported that there was a strange noise being emitted from the tool. This is report 1 of 1 for (B)(4).